Manufacturer narrative:
(B)(6) 2018. Phone number not provided. (B)(4) service technician confirmed the reported issue and replaced the defective battery to address the reported problem. The unit passed the required performance verification test.

Event description:
The customer reported that the device displayed an error code battery failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.